Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Device evaluation found the customers complaint could not be reproduced, and there were no other abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that when turning on the video system center, error message e105 (lamp error) appeared (problems with the light system). No patient was involved. No procedure had been started.